Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/18/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - were x-rays taken to locate the the broken piece(s)? ¿ unknown. - what measures were taken to retrieve the broken piece(s)? ¿ pieces were visually located. - were the broken piece(s)? Removed from the patient during the same procedure? ¿ yes. - was there any additional tissue damage as a result of searching for the broken piece(s)? ¿ unknown. - please provide lot number. ¿ unknown. Used suture and packaging were discarded by the staff. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). ¿ (please refer the attached email for source name) provided the information to me verbally. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on an unknown date and barbed suture was used. During a total knee arthroplasty, the needle broke. The needle fragmented into pieces and fell into the patient. The pieces were retrieved. Case was completed with like product. No patient harm was reported. No device will be returned. Additional information was requested.